Event description:
It was reported that approximately 56 months after the implantation oversensing episodes were noted on this lead. No inappropriate shocks were delivered. The lead was capped. An event date was not provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available impedance trend curves demonstrated a gradual decrease of the shock impedance from 80 ohms to approx. 60 ohms between (B)(6) 2016 and (B)(6) 2017. Furthermore the provided iegms confirmed the presence of the noise on the rv and on the ff channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.